Manufacturer narrative:
(B)(4). No samples were received from customer. No clarification or further information was received from the customer. We have no further inventory of the material/batch. Customer did not provide the photos for the suspected device. A review of quality, production and maintenance records revealed no deviation to the reported error.

Event description:
Customer states they are experiencing vacuum issues.